Event description:
It was reported by the biomed that during an unknown procedure, a patient was burned using a vapr iii generator. The burn left a red marking about the size of a quarter. The procedure was completed using the same generator. Additional information: contacted sr sales rep who reported that during a shoulder repair that the patient suffered a skin irritation outside one of the portals. The sr sales rep reported that the customer was using the vapr p90 electrode with fms cannula suction. He reported he has advised them in the past and again after this incident that this is not adequate suction for this device. He confirmed that this was not a reprocessed electrode but was not sure how long it was used continuously or when in the procedure the incident happened. The sales rep was not present and has no update on the patient status or any treatment, the patient may have received. The sales rep will attempt to retrieve the electrode from the facility and send it in for evaluation. See associated medwatch # 1221934-2014-00168.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however, it is not known if it will be received within the 30 day reporting requirement; therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report. Device eval: in process.

Manufacturer narrative:
The device was received and evaluated. Could not duplicate customer's complaint of a patient was burned using a vapr iii generator. Unit was evaluated upon its return, many attempts of testing, and diagnostics were made, no problem was found, unit passed all diagnostics and testing. All unit outputs and tolerances were tested in accordance with the service manual, and were all found to be within acceptable ranges. Minor scratches on unit fascia, base plate and top plate; no repairs needed. Service bulletin was performed. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the biomed that during an unknown procedure, a patient was burned using a vapr iii generator. The burn left a red marking about the size of a quarter. The procedure was completed using the same generator. Additional information: contacted sr sales rep who reported that during a shoulder repair that the patient suffered a skin irritation outside one of the portals. The sr sales rep reported that the customer was using the vapr p90 electrode with fms cannula suction. He reported he has advised them in the past and again after this incident that this is not adequate suction for this device. He confirmed that this was not a reprocessed electrode but was not sure how long it was used continuously or when in the procedure the incident happened. The sales rep was not present and has no update on the patient status or any treatment the patient may have received. The sales rep will attempt to retrieve the electrode from the facility and send it in for evaluation. See associated medwatch # 1221934-2014-00168.